Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40 mg/dl range; cause was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 05:32:30 am to 05:47:30 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 05:32:30 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 12:02:16 am date: (B)(6) 2020 iob: 0.92. Time: 12:28:11 am date: (B)(6) 2020 iob: 7.47 requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 01:40:48 am date: (B)(6) 2020 iob: 7.05 requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 08:32:29 am to 08:52:29 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 08:32:29 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.